Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" diagnostic code (1104). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) reported that the issue was not duplicated during their evaluation of the device. The se did note that a "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. The se replaced the central processing unit (cpu) to resolve the issue.

Manufacturer narrative:
D4 - product UDI is corrected. H6 - evaluation method, evaluation result, component, and conclusion codes are corrected.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for failure investigation. Testing of the returned cpu has resulted in a no problem found. D4: product UDI number is corrected.